Manufacturer narrative:
(B)(4). Please note that the reporter's phone number was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device stopped working and it sounded like the gears were grinding was confirmed. An assessment was performed on the device which found that the unit ran but was making a grinding noise. It was further noted that the internal components were corroded and worn and some external components (electronic control unit (ecu) and coupling head) were extremely discolored. The assignable root cause was determined to be due to normal wear over time and improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure on a canine it was observed that the small battery drive device stopped working and sounded like the gears were grinding. It was reported that there was a five to ten minute delay in the procedure as an unspecified spare device was available for use. It was reported that the procedure was successfully completed. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the previous report stated the event date was unknown. Upon further investigation, the actual event date ((B)(6) 2016) has been received and entered into this medwatch report. If additional information should become available, a supplemental medwatch report will be submitted accordingly.